Event description:
The customer reported via phone call that they experienced issues with having defective sensors. The customer's blood glucose was 137 mg/dl. The customer explained that they inserted the sensor, but the sensor was not working. Upon removal of the sensor, it was found that there was no cannula. The customer inserted another new sensor, and the sensor worked fine. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that a replacement sensor would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.